Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that once the ancillary devices were in place, three coils were delivered: apb-5-20-hx-ss, apb-6-15-3d-ss, qc-7-30-3d in sequence. When pushing the apb-5-20-hx-ss, the pushwire kinked/broke in the distal segment. There was no friction during delivery noted, and a continuous flush had been used. A replacement coil was used to complete the procedure smoothly. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the right posterior communicating (pcom) artery with a max diameter of 10 mm and a 5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Additional information received from the physician indicated that the pushwire was broken into two pieces, which were taken out by suction and the microcatheter. It is unknown if there were any other issues that resulted in the damage found.